Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer decided to manage their insulin and blood glucose levels using multiple daily injections (mdi).